Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately four years post filter deployment, venous doppler revealed an extensive deep venous thrombosis in the left lower extremity. There was interval development of partial thrombus within the right superficial femoral vein. Subsequently, a few days later, venacavogram revealed indwelling ivc with a large amount of continuous thrombus from the lower aspect of the filter extending superiorly to above the level of the renal veins and within approximately 10 cm of the right atrium. There was extensive narrowing of the ivc measuring at least on the order of 80% or greater. Eventually, successful placement of central venous catheter was done. Subsequent, venacavogram demonstrated large amount of thrombus extending from the superior aspect of the filter to near the level of the right atrium. Approximately one month later, bilateral lower extremity demonstrated thrombosis of the right common femoral vein, femoral vein, popliteal vein and posterior tibial vein. Approximately nine years nine months later, CT revealed an ivc filter with minimal tilting was noted. The majority of the ivc filter legs are extend into the mesenteric fat. There was high grade stenosis of the ivc noted below the ivc filter. Therefore, the investigation is confirmed for filter tilt and perforation of the ivc. However, the investigation is inconclusive for retrieval difficulties. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter tilted, perforated the mesentery and struts perforated into organs and caused stenosis. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.